Event description:
It was reported that the user performed a full supply change with a 23 in, 6 mm set and then disconnected from the ilet for a shower, during which blood glucose first trended high and later dropped, with the final reported value of 115 mg/dl; an attempt to check with a glucometer was unsuccessful due to device malfunction. Symptoms included hypoglycemia with a lowest value of 45 mg/dl and hyperglycemia with a highest value of 240 mg/dl, without reported loss of consciousness or other acute effects. Outcomes included transient excursions outside the target range without medical intervention, ketone testing, or use of backup therapy, and no hospitalization. Investigation included troubleshooting and user education by the agent. Investigation of this case revealed no device alerts or alarms, with the event occurring while the user was disconnected from insulin delivery, and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.